Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. No unexpected occlusions or insulin flow blocked alarm during testing noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 30 mmol/l. The customer treated for their high blood glucose with insulin pump. The customer declined to troubleshoot for the high blood glucose incident. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will be returned for analysis.